Event description:
The user facility reported that during the 1st attempt to use the dermatome, the first graft was fine; however, all subsequent grafts were choppy and shredded. The facility tried changing the blades; however, this did not change the quality of the grafts. It was also reported that during use oil leaked all over the screw site on the handpiece. The device was changed to a model s slimline dermatome which worked fine. The doctor had to obtain more grafts from multiple sites than would be needed had the 6" dermatome worked properly.

Manufacturer narrative:
An investigation has been initiated based upon the reported incident. Lid or the device caused or contributed in any way to death or serious injury.